Event description:
Customer reported that a blood tubing broke off. The user had spiked a bag of blood primed the set and just as the user was inserting the tubing into the pump, the pumping segment of the tubing split and broke off at the insertion to pump area site, causing blood to flow out of the tubing. Tubing was clamped above site. No pt or user harm reported. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. (B) (4). Blood set was received for investigation. During visual inspection separation at the lower fitment of the assembly pumping chamber where the lower fitment is engaged to macrobore tubing was observed. The lower fitment and macrobore tubing were cleaned and inspected under microscope. Evidence of solvent was seen on tubing; however, it appeared to be insufficient. The root cause for the reported tubing split/breakage was identified as insufficient solvent during the mfg process. A database search was conducted and reflected that no quality notifications have been received for the reported tubing model for this failure mode in the past yr.